Event description:
A patient reported blood glucose results of "540 mg/dl" with a lifescan meter and "130 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Customer's mother reported customer received erratic readings of 70 mg/dl, 100 mg/dl and 200 mg/dl from their freestyle lite meter. Customer's mother also reported customer experienced symptoms of faintness and hit her forehead on the ground. Customer's mother further reported customer lost of consciousness. Paramedics were called but customer refused their service. There was no report of diagnosis, death or permanent impairment associated with this event.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the reported readings were obtained within ten minutes. The results were plotted on a parkes error grid and fell into the "b" zone showing the difference in values was not clinically significant.